Manufacturer narrative:
It was reported that the stent was fractured due to tumor in-growth through stent. So, additional stent was placed at the same region. It is not sure whether the first inserted stent was removed, and it was reported that there were no patient complications as a result of this event. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Stent might be pressured and fractured due to patient's lesion. Duodenal structure where stent was implanted is curvy. Stent can be pressured due to patient's lesion status. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned due to it is not sure whether the stent was removed from the patient, and it is difficult to reconstruct the situation at the time of procedure with limited information. Since there was no problem at device history record, it is difficult to judge as fracture caused by device malfunction. It is considered that stent fracture occurred due to patient's lesion. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent (ddt2210) placed on (B)(6) 2016 was fractured in central marker region due to tumor in-growth through stent. So, ddt2212 was placed additionally at the same region (pylorus to second portion of duodenum). There were no patient complications as a result of this event.